Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent an unspecified surgery in which floseal was used. It was reported that after the surgery, the patient experienced an unspecified allergic symptom (no further details). At the time of this report no further details were provided regarding the patient outcome, treatment or if any medical interventions were performed. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.